Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients had blisters which developed at the ipg site that formed a scab. It was noted that the scab was removed and the ipg was visible through the skin. The patients pocket site was cleaned out with antibiotics and many rounds of saline. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.